Event description:
The customer stated that she tested her blood glucose 3 times within 5 minutes and received the following results: 484, 64, and 128 mg/dl. The customer also tested on a freestyle meter and received a reading of 121 mg/dl. The differences between these readings fall in the "c" and "d" zones of the parkes error grid, making the differences clinically significant. The customer also performed control tests while troubleshooting, and received results of 195 and 269 mg/dl. The range is 88-122 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.